Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an abdominal percutaneous catheter drainage (pcd) procedure, the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked at the hub connection. The device was in place for 2-3 minutes and then removed and replaced with a like device to successfully complete the scheduled procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, as well as a dimensional verification, visual inspection and functional test of the returned device were conducted during the investigation. The visual inspection of the returned device showed one mac-loc in the locked position. A leak test was performed and confirmed the presence of a leak between that connector cap and tubing as well as between the connector cap and hub. A tug and twist test confirmed that the proximal assembly was secure. The connector cap was removed and the suture string was normal in the threads. When visualizing the flare, it appeared lopsided, lipped and had multiple portions missing along the diameter. Due to compression of the flare within the cap and potential damage upon removal, it cannot be determined whether the flare was manufactured to correct specifications. Dimensional analysis confirmed that components had been manufactured to the correct specifications and tolerances, however physical analysis demonstrated too many adapter threads showing, suggesting there is a possible manufacturing issue. According to the document review, proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record showed one nonconformance for foreign matter, in which all affected devices were scrapped. There is no evidence to suggest there are any nonconforming devices in house or in the field. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause has not been confirmed, but is likely to be manufacturing related. Potential causes have been identified as suture presence within the threads of the cap and adapter assembly that interfere with the seal during torqueing, inconsistencies in flaring and the silicone insert being punctured due to improper threading. This failure mode is being escalated per internal processes. Appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.